Event description:
The customer stated they were receiving questionable results for calcium on their cobas c111 analyzer (serial number (B)(4)). The customer provided data for 12 patients of which there was one discrepant result reported outside the laboratory. The customer replaced the calcium reagent with a new bottle from the same lot and their quality control failed high. They then sent the days calcium samples to a hospital for repeat testing on an unknown analyzer. The patient's initial calcium result was 10.7 mg/dl. The repeat result was 8.7 mg/dl. There were no adverse affects to patients as a result of this event. The field service representative determined the cause of the event was due to contaminated water. He performed corrective maintenance to decontaminate the water system. The customer performed quality control with results in range.